Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not display the expected color change when the guidewire engaged the vessel wall and no pulsatile blood flow was observed. Another device of the same model was then used successfully. There was no reported patient injury. There was no difficulty connecting the non-cordis sheath with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly and an audible click was heard. No black or red colors were observed in the indicator during or after retraction. The indicator wire loop was deployed and appeared normal upon device removal. The device could not function properly, and even after being withdrawn, the indicator window did not change color. The device was also tested outside the patient¿s body, but the indicator window still did not change color. The procedure was performed using a retrograde approach and was interventional. The patient¿s post-procedure condition was normal. The operator was trained on the device, and the vcd was stored and prepped according to the instructions for use (IFU). An 8f non-cordis sheath was used. Femoral artery suitability was verified on angiography, including insertion angle. However, the vessel diameter was not verified to be =5 mm. There were no visible calcium deposits, plaques, stents, or significant (>50%) stenosis near the puncture site. The target site had not been previously closed within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. The device packaging was intact, and it was used according to standard operating instructions. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not display the expected color change when the guidewire engaged the vessel wall and no pulsatile blood flow was observed. Another device of the same model was then used successfully. There was no reported patient injury. There was no difficulty connecting the non-cordis sheath with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly and an audible click was heard. No black or red colors were observed in the indicator during or after retraction. The indicator wire loop was deployed and appeared normal upon device removal. The device could not function properly, and even after being withdrawn, the indicator window did not change color. The device was also tested outside the patient¿s body, but the indicator window still did not change color. The procedure was performed using a retrograde approach and was interventional. The patient¿s post-procedure condition was normal. The operator was trained on the device, and the vcd was stored and prepped according to the instructions for use (IFU). An 8f non-cordis sheath was used. Femoral artery suitability was verified on angiography, including insertion angle. However, the vessel diameter was not verified to be =5 mm. There were no visible calcium deposits, plaques, stents, or significant (>50%) stenosis near the puncture site. The target site had not been previously closed within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. The device packaging was intact, and it was used according to standard operating instructions. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A non-cordis 8f catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Additionally, it was reported that the vessel diameter was not verified to be greater than or equal to 5mm. ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure and the safety and effectiveness of the device has not been established in patients with arteriotomies in vessels with diameters <5 mm.¿ as warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.